Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the ventilator alarmed with tf:5507. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: device investigation. According to the complaint description, the device triggered the technical fault 5507. It is important to emphasize that no patient was involved at the time of the event. The log files were received by the manufacturer. Tf5507 was recorded on the day of the event, as mentioned by the end customer. The root cause was identified as a defective sensor board. In consequence (correction), the sensor board was replaced. Following the replacement, the issue was resolved.